Event description:
A pt reported blood glucose levels of 114mg/dl and 150mg/dl were successively obtained (using separate finger sticks) during a testing session with pts' ss meter. No symptoms were reported. Pt reported having no control solution to check meter. Control solution was sent to pt. Pt reported later that testing with control solution was within the normal range. No allegations of harm have been made.